Event description:
The facility had sent an infusion pump in for service where a baxter rep had discovered a failure code 715. The facility rep stated there were no incident reports filed on this pump since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.